Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The coil was implanted in the patient and the delivery pusher was not returned to the manufacturer for evaluation. The root cause cannot be determined. This device was used during the same procedure as the device referenced in MFR. Report # 2032493-2020-00216 and the device referenced in MFR. Report # 2032493-2020-00218.

Event description:
It was reported that attempts were made to place three embolization coils in the aneurysm. All three coils could not be advanced further than halfway in the aneurysm and eventually they stretched. The coils were detached with the controller, but part of the three coils extended outside of the aneurysm. Efforts were made to push the coils completely in the aneurysm, but they were unsuccessful. A stent was implanted to press all three coil segments against the vessel wall. There was no reported patient injury. The patient's current condition is reported to be "normal."